Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary # (B)(4). The device was returned and analyzed. The primary finding noted no anomalies were found. Performance data was collected from the device and analyzed. The save to disk finding noted no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the device's set screw did not catch in the grommet to allow the lead to be tightened into the device. The device was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the device set screw was loose/detached.